Event description:
Contact in reported that the surgeon implanted the pt with mmsi hardware. Two level instrumented plif l4/5 in 2006. F/u x-rays taken show that setscrews have loosened and the rod pulled free from the screw head. Surgeon is planning to revise the pt.

Manufacturer narrative:
Review of the x-rays confirmed the reported problem. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.